Event description:
It was reported that during air travel the user experienced hypoglycemia, describing a blood glucose value of 51 mg/dl and feeling panicked, and the event was captured via an experience study survey with cause unclear and no associated device alerts or alarms. Symptoms included hypoglycemia with acute distress. Outcomes included no long-term disability, no hospitalization, and no clinical intervention beyond self-management implied by the report. Investigation included internal review of the event details and a request for additional information from the user. Investigation of this case revealed insufficient information to identify a device malfunction or component issue, and no alert behavior was reported to suggest an alarm or notification failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.